Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a revision surgery to reposition the ins after an x-ray found that it was in the wrong place. The patient noted that they had the more pain with the device than without it. Follow-up was conducted. No further complications were reported.